Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (10.0mg/ml, unknown dose) and bupivacaine (10.0mg/ml, unknown dose) in an implantable pump for an unknown indication for use. The pump was explanted on (B)(6) 2017. There was no allegation associated with the pump. The hcp reportedly wanted to know how the pump looked inside after seven years of use. The pump reportedly worked fine; normal function. There were no patient symptoms associated with the event. There was on complication reported/anticipated.